Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg generated an error. The red display wire was shorted to main printed circuit board (pcb). It was also noted that the output connector assembly was broken, the hanger assembly was broken, the main pcb was replaced due to two or more occurrences of an error code, the upper case was broken, the lower case was broken, the display wires were pinched and the wire insulation was exposed and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned to service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.